Event description:
It was reported that the line broke off above the drip chamber. The customer noticed the issue while they wanted to clamp the product. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms#(B)(4).